Manufacturer narrative:
The physical device was not returned by the doctor after several requests. Therefore, a review of production records and virtual analysis was conducted. The investigation determined that production of the related surgical guide was appropriate. The trajectory of the guide at site #19 lined up well with the doctor's final plan. When comparing implant sites 19 and 20, site 19 was planned to be more buccal than site 20. Therefore, the perceived trajectory issue may have been caused by the manner in which the doctor positioned the implant in his treatment plan. [(B)(4)].

Event description:
The doctor performed osteotomies and used the guide to successfully place three out of four implants. The doctor observed that the trajectory of the guide at site 19 was not as planned because it was too buccal. Therefore, he did not place the site 19 implant and grafted the affected area.